Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice (hc) cassette during peritoneal dialysis therapy. The leak was somewhere from the patient line, before the point of its connection to the hc machine, but the patient was not sure of the leak's exact origin. The leak was reported to be small because it resulted in a small pool of fluid on the floor. After reviewing the set-up with the patient, there was nothing found that would have caused or contributed to this leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.